Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage and removal difficulties occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy drug-eluting stent was advanced but was difficult to deliver. Severe resistance was felt when pulling and pushing it, so the device was removed from the patient's body. It was confirmed that the stent proximal edge got lifted. The device got damaged when it came in contact with the incompletely expanded part of the previously placed non-bsc drug-eluting stent. The device was removed without problem and no additional intervention was performed. The procedure was completed with a different device. No patient complications nor injuries were reported.